Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device was received with no intermittent button response due to corroded keypad traces. The device was received with the operating currents within spec. And passed the functional testing including self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08590 inches. No unexpected motor noise, button error alarm, loud rewind, or no delivery alarms noted during testing. The pump was received with missing end cap sticker, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had button error and buttons not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the rewind was louder. The insulin pump will not be returned for analysis.